Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion four set cannula kinked events on (B)(6) 2025. The symptoms occurred within 3 or more hours after insertion. The insertion site was thigh. The infusion set was in use for in between one to two days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.